Event description:
Procedure: colon resection. Per the origanal report: the instrument jammed. In 2005 additional information was received which indicates the instrument jammed in the closed position after stapling. The surgeon had to cut the tissues with a blade to release instrument and positioned another instrument to complete the section.